Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there's missing pixels on the touchscreen display. Reportedly, the "add bg" button is blocked. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.